Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details and signature requirement, instructed customer to place malfunctioning pump in storage mode and return it within specified time using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.